Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 26th february 2024, it was reported by a sales representative via email that an ar-8990st-1,fibertak® dx suture anchor with 1.3 mm suturetape was implanted, but one of the needles was not attached to the tape and there was only 1 needle attached to the end of the tape. The other needle was retained in the needle protector. This was detected during use in an unspecified procedure on (B)(6) 2024. 27th february 2024 - the sales rep. Replied that it was a scarf / akin procedure. The procedure was completed successfully as a mayo needle was attached to the suture tape that was missing the needle. There was no patient harm.